Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and also experiencing high blood glucose. Customer's blood glucose level was 267 mg/dl at the time of incident and other relevant blood glucose level was 345 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced nausea and vomiting as a result of high blood glucose. Customer was assisted with performing the high pressure test and got insulin flow block alarm. The device will not be returned for analysis.